Event description:
The contact from the hospital reported that during embolization of an internal carotid artery aneurysm, the orbit galaxy g2 coil (641hx0206/c28215) was attempted to be advanced through the echelon microcatheter (details unknown) but faced with stiff resistance at the hub. The vessel was not calcified or tortuous. The doctor was unable to push the coil through the micro catheter. Then the doctor withdrew the g2 delivery system and coil and used another covidien coil (details unknown) of the same size and it deployed well inside the aneurysm. At the time of initial contact the product was available for return. There was no reported patient impact associated with this complaint. There was no significant clinical delay to the procedure due to the issue. The device did not kink or bend at any time prior to the resistance/friction. Concomitant devices did not kink or bend at any time. An adequate continuous flush was maintained through the catheter at all times. The replacement coil was advanced through the same microcatheter. It was discovered during product analysis that there was stretching, compression and kinking damage.

Manufacturer narrative:
Only by using a high powered microscopic examination could the unreported coil damage be found as viewed through the green introducer. The coil¿s socket ring was pushed down inside the outer sheath. The proximal coil section has stretching and buckling damage. Midway on the coil is compression damage. The remainder of the coil is undamaged except as noted. The locking mechanism has compression, indentation, and stretching damage. No manufacturing defects were found. The evidence shows that the stiff resistance the coil encountered at the microcatheter hub most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath and caused buckling, compression, and stretching damage to the coil. In this condition stiff resistance will be encountered during introduction of the coil into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unspecified echelon microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant devices: echelon microcatheter (details unknown). Covidien coil (details unknown). Product analysis: although the circumstances of the coil damage cannot be determined, the evidence shows that the likely cause of the coil damage was when the microcoil system was first unlocked and retracted straight back instead of up at a forty-five degree angle. Additionally without return of the concomitant devices involved in the procedure it is unknown whether they had any impact on the coil damage. Finally, a review of the manufacturing documentation revealed no anomalies. Therefore no corrective action is taken at this time.